Event description:
Our company received additional information seven months later that the patient with this device developed an infection. The device was explanted and replaced. No adverse patient effects were reported due to the explant or replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was potentially eroding through the pocket. The pocket was revised. No adverse patient effects have been reported.